Event description:
It was reported that the device had possible short fuse/smoke smell. There was no patient involvement. Bd received additional information. It was reported that "the unit associated with the complaint of smell has been resolved." Although multiple requests have been made, the customer has not provided details and did not return the device for bd investigation.

Manufacturer narrative:
Correction: describe event or problem annex b: b21. Annex c: c21. Annex d: d16. Additional information: annex b: b17. Annex c: c20. Annex d: d15. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had possible short fuse/smoke smell. There was no patient involvement.